Event description:
Per independent repair center statement, the (B)(4) concentrator had low o2 (yellow light). The key failure was a defective pe valve. Additional malfunctions were a defective heat exchanger and leaking tie wraps.